Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 38 mg/dl. Customer's current blood glucose level was unknown mg/dl. Customer had treated low blood glucose by eating carbs. It was unknown that customer was using insulin pump or not within 48 hours of low blood glucose incident. The insulin pump also had audio anomaly. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.